Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap, (lot # p5g1145) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the stapler did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. The handle also made strange noise. Another handle was used to complete the case. There was no patient injury. The device was returned without any accompanying information. Medtronic's initial evaluation of the incident device found that sheared teeth were visible on the firing racks at sites of initial firing post clamp up due to thick tissue.